Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the impactor device housing was loose and a piece of the device was broken off. It was further reported that the device continued to stay activated when the trigger was released. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, quality engineering evaluated the device and determined that the reported condition that the device continued to stay activated when then trigger was released was not confirmed. Therefore, an assignable root cause for the reportable condition of unintended activation/motion was not determined. However, during evaluation, it was determined that the reported conditions that the impactor housing was loose and a piece was broken off were confirmed. It was further determined the device failed visual inspection as the rear housing was separated from the midplate, trigger screw was loose, and a piece of rear housing near the midplate was broken. It was noted that the impactor device was functionally assessed and determined to operate as intended. It was observed that the rear housing was separated from the mid-plate and the housing piece was broken off which was consistent with the trigger screw being loose. It was noted that no unintended operation was observed. It was further determined that the impactor rear housing edge that holds onto the mid-plate groove was observed to be damaged and the housing piece was broken off which were both consistent with the unit being in use while the rear housing was separated. The most probable cause for the found defect is normal wear over time. It was determined that the trigger screw had backed out, which allows the trigger body to move, resulting in the rear housing separation. It was determined that this is considered normal wear due to general tool degradation since the impactor met its life expectancy due to its high cycle count. It was further determined that the impactor coming apart- housing loose (housing loose, piece broke off) was consistent with the trigger screw loose ¿ normal wear. The assignable root cause was determined to be due to component failure from wear.